Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid at a concentration of 3.0 mg/ml with a dose of 1.4877 mg/day. It was reported by a family member that on (B)(6) 2016, the patient was with one health care provider (hcp), the pump managing hcp, for pump a refill. The hcp didn¿t want to increase the patient¿s oral medications because the patient¿s pain was so bad. The patient went to a second hcp to increase the oral medications because the managing hcp instructed the patient to find another hcp. The managing hcp said he didn¿t want to refill the pump unless the second hcp provided a letter. The family member stated the patient was waiting for the two offices to get the formalities to the patient could transition to another clinic. The family member stated the pump managing hcp had then refused to do the refill as the second doctor requested. They were working on the next steps. The family member stated the patient was on oral medications. The family member stated for one of the telemetry printouts, she counted up to the dates in her head and she figured that (B)(6) 2016 was when the patient needed a refill; that date wasn¿t on a printout, but just something she counted to based on refill days. The patient¿s non-critical alarm started (single beeping) on (B)(6) 2016, and the family member stated the patient was due for a refill. The family member wanted to know when the pump would go empty; she didn¿t have the patient¿s telemetry printout and stated his low reservoir alarm was 1 ml. The family member stated the patient was supposed to get a scheduled refill on (B)(6) 2016 at 3:30pm, and the hcp wanted to sign off on the patient (discharge) and not do the refill. The beeping sounds were consistent with pump alarms. The family member stated it was a single beep. The family member was going to follow-up with the hcp. The patient was being discharged because of the request for increase in oral meds and seeking assistance/consultation from another hcp. The managing hcp wasn¿t comfortable refilling the pump if the patient was on high oral medications. The oral medication was oxycodone. The family member had mentioned at the beginning of the call she should have had the patient call to give details and maybe shouldn¿t have given any details. The patient stated his pump was alarming every hour. He was hearing a single toned beep. The patient missed a scheduled refill. The other hcp wouldn¿t accept him was a patient until she had his medical records. The patient stated his managing hcp was dragging his feet in sending his records. The patient did not know when his refill was due. The patient stated the hcp was in the process of switching the drug from dilaudid to fentanyl when he was discharged. The patient reported the following from an old printout: low reservoir alarm: 1 ml; flow rate: 0.4959 ml/day; hours to empty pump ¿ 48 hours 23 minutes from the non-critical alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.